Manufacturer narrative:
The psm was returned to intuitive surgical, inc. (Isi) for evaluation. Failure analysis investigation found that the psm failed the weighted brake drop test. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. This complaint is being reported due to the patient side manipulator failing the weighted brake drop test during failure analysis.

Event description:
The patient side manipulator (psm) was returned for evaluation with no reported problem. The psm is an instrument arm located on the patient side cart that provides the sterile interface for the endowrist instruments. No patient involvement or impact was reported.